Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been seemingly unable to provide desired limits with their controller due to oor. The patient was able to somewhat get around the oor by getting into each program independently, shutting off stimulation and then turning it back on. This allowed the patient to turn stimulation up about a ma before hitting the oor again. The patient was able to repeat this process to inch up amplitude. The patient also reported that previous to this issue their stimulation would turn up really high for no reason and then turn back down. Impedances were within normal limits. Before the impedance test the patient was unable to feel anything, but following the test they felt strong stimulation. The rep made a new group b and tested stimulation after increasing pulse width from 300 to 450. Some of the configurations resulted in the patient feeling strong stimulation and stinging/back cramping but after adjusting it the patient was very pleased. No further complications were reported.